Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens in 2009 in the left (os) eye. Due to inadequate vaulting, lens was explanted at approx 50 days later. No pt injury. The lens was exchanged for a longer lens, a mcl 13.2 mm. Pt is doing well, had two week post-op visit and bcva is 20/25. See MFR report # 2023826-2009-00729 for the right eye.

Manufacturer narrative:
Eval codes: method (other): lens work order search. Results (other) - a review of the lens work order search was performed and no similar complaints were found.